Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm mainboard defecive. Correction: replaced esm mainboard. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: t. He unit does not start and error "ventilation unit synchronization timeout" is displayed. After several tests, it has been discovered that the esm card is defective. Rga will be opened to purchase a new one. Attached are the logs from the last time preventive maintenance was performed, since the equipment is not starting up now.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm mainboard defecive. Correction: replaced esm mainboard.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the unit does not start and error "ventilation unit synchronization timeout" is displayed. After several tests, it has been discovered that the esm card is defective. Rga will be opened to purchase a new one. Attached are the logs from the last time preventive maintenance was performed, since the equipment is not starting up now.